Manufacturer narrative:
Per field service engineer (fse) the customer reported that the ventilator failed with machine and proximal pressure sensors failed. The unit is out of warranty, so the customer declined service repair on this unit.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the ventilator failed with an error. The customer reported that the unit was in use on patient, but there was no patient harm.